Manufacturer narrative:
One bivona® 8.0 mm custom tracheostomy tube was returned for investigation. A review of the device history record for the reported lot found no abnormalities. During functional testing, the device cuff was inflated with 20 cc of air. The device cuff was unable to fully inflate and immediately deflated as air escaped from a small hole in the cuff. Visual inspection of the device cuff revealed tiny scratches next to the hole in the cuff. The cuff of the device was then removed from the tracheostomy tube shaft and the wall thickness of the cuff was measured. The cuff wall thickness was found to pass specification. Investigation was unable to definitely determine the root cause of the observed cuff hole.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® custom tracheostomy tube cuff had a small hole. The issue was spontaneously observed by the patient's parents during the night at the patient's home. The device had been in use for 2 weeks prior to the event. It was noted that the cuff patency was tested prior to use and the cuff was filled with 8ml of sterile water. The tracheostomy tube was exchanged for a new one. No patient injury was reported.